Event description:
It was reported that during a stenting procedure, the xience nano did not cross the unspecified lesion in the unspecified vessel. The xience nano was removed without resistance. Another xience nano was used and crossed the lesion. A nc trek balloon was inserted to post-dilate. During the advancement of the nc trek balloon, the proximal hypotube fractured and separated outside of the patient anatomy. The nc trek balloon was removed without resistance using forceps and another nc trek balloon was used to post-dilate the xience nano stent. There were no adverse patient effects reported and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.